Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdomen pain, cloudy fluid and vomiting. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with intraperitoneal amakacin (250mg in first and third bag, duration not reported). Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available.